Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that all the keypad buttons were under responsive, and there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/21/2015 with the following findings: a visual inspection of the pump showed that the keypad cover was undamaged. Evidence of moisture contamination was found in the battery compartment. During testing, all the keypad buttons were unresponsive. The keypad cover was opened and there was evidence of moisture contamination under all key contacts, the keypad flex connector, and various other internal electrical components. The pump failed a leak test due to an unrelated cracked battery compartment.